Event description:
Device malfunction: difficult to remove. Time of device malfunction: during procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. After clip deployment, the device could not be removed from the patient anatomy. The access ports were engaged multiple times in an attempt to remove the device; however, the attempts were unsuccessful. Counter tension was applied, and the physician assertively pulled the device from the artery. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, there was no additional information provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.